Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had an open ulcer that was bleeding underneath her left breast. The wound was described as deep and "almost to the nerve". The patient went to the ER (emergency room) and received an antibacterial cream. The patient was also seeing a wound specialist. Further follow-up attempts were unsuccessful, and the medical outcome of the ulcer is unknown. The patient ended use fo the lifevest.